Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other text: investigation completed on a smith medical breathing/portex general anesthesia circuits .sample was submitted to visual inspection and leak test inspection base on av-0525 rev. 107 - visual aid to leak test results: sample shows a device free of damage defects, broken, deformed and voids, the leak test inspection was accepted base on qp 2025 rev. 104 and through the execution on equipment manometer ID# 8.0324 (due date calibration 07/2022) based on the inspection, it can't be confirmed failure mode reported for leakage in the breathing circuit assembly. Cannot be confirmed failure mode reported for leakage and lot number of the product returned is missing.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits revealed during the pre-use air leak check, an air leak alarm sounded. No patient injury.